Event description:
It was reported that a tx30g was used during an anterior resection procedure. It was reported by the affiliate that the instrument fired according to ethicon instructions. The bowel appeared not to have a staple line at all. No staples in cartridge and no "crunch" on firing the device. Surgeon plans to x-ray the pt to verify staples present. 6/29/98 rec'd message from affiliate. The pt has not been x-rayed as of yet. The surgeon completed the case by making a purse string around the distal bowel and as usual there was a purse string made around the proximal portion. The bowel was anastomosed with a eea device and the donuts were big.